Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: the black box revealed a device reboot event. The rebooting was preceded by a 'replace battery' alarm on (B)(6) 2013 4:09pm. The black box showed time and date resetting to default following a pump reboot. The battery compartment was cracked. The battery cap contact height and other measurements were found to be within specification. The pump powered on normally with no alarms. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing and the pump gave an audible and visual alert. The pump was exercised for 24 hours with no alarms or power issues occurring. The battery was removed and the pump was left without power for 6 hours. When the pump powered on it had returned to default time and date. The pump was opened and no damage was found to the power circuit. The internal battery (bt1) was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was experiencing intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.